Event description:
The customer reported that during a laparoscopic cholecystectomy case, a piece of the jaws broke off the device and fell inside the patient cavity. The disengaged piece was retrieved. There was no patient injury. Another dissector was installed and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.